Manufacturer narrative:
The evaluation found the device displayed error e433, e114 and the front panel is damaged, with two rubber parts missing error. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
An olympus (obl) asset was returned to the local repair center for for general maintenance. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the unit displayed an e433 (reportable) error code. The e433 was determined to be due to a defective generator board. There was no patient involvement reported.